Manufacturer narrative:
Product was examined on august 2, 2004, by visual inspection. There was smoke damage on controller and pad. It was determined that the controller was not engaged to setting and the control melted under the switch. The cord going into the controller on the wall side was broken. This incident is a direct result of consumer misuse and abuse of the product.

Event description:
Complainant alleges the controller of a hearing pad had an electrical failure and caught fire. No property damage or injury resulted from this incident.